Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. A 4.00x38mm promus element¿ plus stent was advanced to treat the lesion but encountered difficulty advancing due to lack of support. The stent was removed and a second .014 guidewire was used to solve the problem. Upon reintroducing the stent into the catheter, the prosthesis was noted to have been displaced on the balloon catheter. The entire system was removed and the procedure was completed with another material. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts on the proximal half of the stent distorted, lifted distally from the stent profile and bunched. The stent slightly moved distally on the balloon. Crimp markings were evident on the exposed proximal part of the balloon wall indicating overall crimp contact between the coated stent and balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. It was found that the stent was bunched and slightly moved distally on the balloon however crimp markings were evident on the exposed proximal part of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the extrusion shaft found a break in the outer at 103mm proximal to the bi-component bond and a break in the inner at 104mm proximal to the bi-component bond. This type of damage is consistent with excessive tensile force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. A 4.00x38mm promus element¿ plus stent was advanced to treat the lesion but encountered difficulty advancing due to lack of support. The stent was removed and a second .014 guidewire was used to solve the problem. Upon reintroducing the stent into the catheter, the prosthesis was noted to have been displaced on the balloon catheter. The entire system was removed and the procedure was completed with another material. No patient complications were reported and the patient's status was stable.